Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was suspended due to sensor glucose level and that there might have been an over delivery. Blood glucose level went as high as 453 mg/dl, 416mg/dl at the time of incident and as low as 25 mg/dl. Troubleshooting did not resolve issues. Products will not be returned for analysis.